Event description:
The resident sustained a laceration to back of her head when resident sat on bar of meriwalker and it broke - into pieces - causing her to fall backwards where she hit her head. The meriwalker also fell on top of her. This resident had to be sent to the ER and rec'd staples to her head laceration. The meriwalker she was using had a bar that goes across the front of the walker that can swing in and out to get the resident in and out of the meriwalker. It locks into place while the resident is in the walker. This resident will ambulate by pushing on this bar and then sit on the bar when she is tired. A new meri-walker was already on order for the facility - this meri-walker had been borrowed from a sister facility. - resident is back to her normal status.